Event description:
It was reported that customer¿s pump screen remained dark and would not turn on unless pump was connected to power, indicating wake button did not function properly when pump was unplugged. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press wake button in different ways and to connect pump to a known working power source, after which display turned on only while plugged in. The customer will keep using current pump connected to power until replacement pump arrives.